Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the sipper probe had a partial clot. He removed and cleaned the probes and cleared the pathway. He replaced pinch valve tubing and cleared the incubator positions. He ran measuring cell preparations and qc with results within specification.

Event description:
The initial reporter received questionable troponin t gen5 stat results for two patient samples from the cobas e 411 disk analyzer. Patient 1 initial result was 6.11 ng/l and the repeat result was 16.0 ng/l. Patient 2 initial result was 23.44 ng/l and the repeat result was 38.5 ng/l. The questionable results were reported outside of the laboratory. The reagent lot number was 45954602 with an expiration date of 31-jul-2021.